Event description:
It was reported that during a stent graft placement, the stent allegedly could not be released normally. It was further reported that the stent allegedly did not deploy fully. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation but provided image and photos do not give adequate information to evaluate for the reported failure which leads to inconclusive results. There were no indications of manufacturing deficiencies. Based on the provided x-ray and photos and as the sample was not returned for evaluation, the investigation is closed with inconclusive results for failure to deploy. A definite root cause for the reported event could not be determined. The intended placement of the device indicates an off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding anatomy the IFU states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. It is stated in the IFU that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". The IFU states "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries". H10: g3 h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement, the stent allegedly could not be released normally. It was further reported that the stent allegedly did not deploy fully. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos/images were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.